Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the event (detachment of distal cover) was likely caused by the following: 1. The cover was damaged by chemical attack from adhesion of chemicals such as an anti-fog agent. As a result, the cover easily came off the scope. 2. The cover was insufficiently attached to the scope. As a result, the cover easily came off the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual (detection) chapter 4 - 4.1. Operation manual (preventive measures) chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00243. This device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during unspecified procedure using this duodenovideoscope and single use distal cover, the distal cap fell off in patient and was retrieved without a second procedure. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(4) - duodenovideoscope. (B)(4) - single use distal cover. This report is for (B)(4).